Event description:
Customer reported a (B)(6) with verigene bc-gp assay for a patient sample. The patient was placed on (B)(6) after initial verigene run reported (B)(6). The customer was taken off the (B)(6) once the confirmation testing of no (B)(6) were reported. The customer could not confirm if the patient was switched to a different treatment or taken off all medications. The customer verified patient death as (B)(6) 2021.